Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported that started feeling pain (B)(6) 2021, but thought it could be the position when she was sleeping. After performing routine exams, diagnosing rupture of the implants. Pain became more constant, after (B)(6) 2021. Patient has the flu, is a little bit debilitated.

Event description:
Patient reported left side rupture. Device remains implanted.